Event description:
It was reported that swan-ganz catheter got stuck during use and could not be pulled out of the pt's body. The pt had to receive a second operation (open chest) to get it out. F/u with the customer, indicated that the doctor said that the device was discarded and was not able to retrieved from the hosp. The catheter will not be returned for evaluation. At present time, there are no serious complications or pt injury, and the pt's condition is good.

Manufacturer narrative:
The device was discarded at the hosp.